Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ two patients order not crossing. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order did not come through to the pyxis unit. A technical support specialist dialed into the application server and cast a query but did not locate the order update message. Dialed in to carefusion coordination engine with assistance of iest do not locate order update or new order message, emailed customer to confirm with information technology team if they have sent the new order message. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es medication still was not crossed through on patient orders while dispensing lidocaine and potassium bag. There were no adverse events or injuries reported based on this incident.